Event description:
A customer reported that when their AED would not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
A customer reported that when they went to perform daily post checks, the AED would not power on. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.